Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that their insulin pump is not working properly and that they have unexplained high blood glucose of 550 mg/dl. The customer also stated that they may have inserted into a site with hardened scar tissue. Troubleshooting found that the drive support cap was normal but customer declined to troubleshoot further. The customer will call back when a tubing clamp is received so they can test the pump. The customer was advised to change out the entire set and call back. The customer declined to return the product.